Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient did pelvic floor rehab, which was when the battery came loose in the pocket. They were getting an x-ray on the day of the report. As of the day of the report, the patient didn't have discomfort at the pocket site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they were awaiting to hear from their hcp on the x-ray results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that patient was uncomfortable to lay on the ins post implant but that it got better with time however they have started doing physical therapy and over the weekend prior to the report, patient had noticed the ins was not lying flat anymore. Patient reported it felt like uncomfortable movement as if the implant was moving in the pocket and like the top of the ins was flipping forward. Patient advised to follow up with healthcare professional (hcp) to check ins. No further complications were reported.